Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. Device was returned with complaint for review. Visual exam of the returned cut guide confirms burrs and damage due to normal wear and tear on the cut slots and side pin holes. Dimensions were within specification where measured. A hardness test was performed and found to be within specification. Lot was manufactured on march 2009 and therefore has a field life of approximately 5 years. It is unknown how many times the device has been used. The device was used for treatment. Investigation concludes that device issue appears related to normal wear and tear from usage. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that a surgeon noted a sharp flare on corner of the anterior cut slot of the cutting guide. It was also noted that a pin would get stuck in the side pin hole.